Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported via a case report form through the manufacturer''s post market study that the patient had experienced a pump/driveline infection. The patient''s white blood cell count was reported to be 4.90 trillion cells/l and the patient''s temperature was 36.50 degrees celsius on an unspecified date. The patient was treated with drug therapy. The patient was discharged on (B)(6) 2014. No further information is available.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.